Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure, preventing user access to medication. The customer reported having to retrieve the required medication from different operating room. The nature of the procedure was not disclosed. Delay to patient care was not reported. Patient or user harm was not reported.  This event is recorded in complaint number (B)(4) a technical support specialist evaluated the device and applied knowledge article 000011541 - medes/pas - med app won't auto launch. The technical support specialist reported that the med application was not launching after following knowledge article steps. A field service engineer was dispatched to reimage the device. Application confirmed launching after reimaging.  Customer confirmed the device is operational.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure, preventing user access to medication. The customer reported having to retrieve the required medication from different operating room. The nature of the procedure was not disclosed. Delay to patient care was not reported. Patient or user harm was not reported.

Manufacturer narrative:
The following fields have been corrected: a1, b5, d4, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 02-mar-2021 to 02-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the med application was not launched due to the hard drive malfunction. The field service engineer reimaged the hard drive to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure, preventing user access to medication. The customer reported having to retrieve the required medication from different operating room. The nature of the procedure was not disclosed. There were no adverse events or injuries reported based on this incident.